Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient had a fall about 3 weeks ago. Then, about a week ago, the reporter had been adjusting the patient by increasing the stimulation. A day or two later, the patient started experiencing pain in the back where the ins was implanted. The pain was described as sciatica pain. The pain had intensified to the point where the patient was now in the hospital. The reporter noted that the hospital had performed an x-rayand an MRI on the patient¿s back. It was reviewed that they could consider turning the ins off for the issue. The reporter was redirected back to follow up with the patient¿s healthcare professional (hcp). There were no further complications reported or anticipated.